Manufacturer narrative:
In reviewing the initial MDR, it was noticed that device evaluated by manufacturer and event problem and evaluation codes were addressed inappropriately; therefore, it is captured in this supplemental report: device evaluated by manufacturer should have indicated code(81): the serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. The following sections should have reflected the following coding: method code: 4114, results code: 3221, conclusion code: 67. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Brand name: unknown, as the serial number was not provided. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: exact date not provided, best estimate is (B)(6) 2018. PMA/510(k)#: unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to the patient experiencing visual disturbance. The lens was implanted at a different facility, and by a different surgeon. The patient was unsure of the exact implant date. There was no vitrectomy, incision enlargement or sutures required. The replacement lens was a zmb00 23.5 diopter. The patient has recovered post-operatively. No additional information was provided to johnson & johnson surgical vision. Patient had bilateral lens implants. This report represents the lens implanted in patient's left eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.